Event description:
The customer reported a cartridge alarm labeled as alarm 20 while using the pump for insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in attempting to load a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer reverted to multiple daily injections as backup therapy.